Event description:
It was reported that the lead contact has been damaged.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the lead contact has been damaged.